Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus malaysia (oml). Oml checked the subject device and found that the reported phenomenon could not be duplicated. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from oml, omsc considered that the reported phenomenon was attributed to the followings. - the temporary failure of the subject device. - the poor contact or the failure of the power cord. - the failure of the power supply. - the power switch was pressed accidentally.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a laparoscopy procedure, it was found that the subject device turned off after 1 hour from the subject device was turned on. The user had to restart the subject device to continue the procedure. The user completed the intended procedure with the subject device (the intended procedure took about 1.5 hours and the subject device was working well). There was no report of patient injury associated with the event.